Event description:
According to the reporter, during the lap sleeve gastrectomy procedure, the physician was advancing the device into the stomach, and the device was visualized perforating the posterior wall of the esophagus. The sales rep was not present in the case. The physician did not report difficulty advancing the device or resistance at that time. As the perforation occurred under direct visualization, it was immediately repaired with suture. There was no harm caused to the patient. The device has been disposed of and cannot be returned for investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.